Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Ep-108525- e-poly liner- 181790, 010001032- cocr fem hd- 3147102, 21-109268- ha par-5 acet shl- 779130, 31-109200- par-5 flange prov sz short lt- 307940, 109206- par-5 flange sz short neutral- 299720, 31-323230-rnglc+ acet drl bit- 784290, 103532- ti low profile screw- 678040, 31-323220-rnglc+ acet drl bit- 031580, 103531- ti low profile screw- 558060, 103531- ti low profile screw- 633300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05112, 0001825034 - 2019 - 05113, 0001825034 - 2019 - 05114. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.